Event description:
The following was reported to gore: on (B)(6) 2023, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A 18fr gore® dryseal flex introducer sheath was inserted from the left femoral artery. A trunk ipsilateral leg endoprosthesis was delivered via the 18fr sheath and the proximal of the trunk ipsilateral leg endoprosthesis was deployed. Then, a contralateral leg endoprosthesis was implanted in the right limb. An angiography was performed before the ipsilateral leg was deployed, and it revealed a dissection in the left common iliac artery, the left external iliac artery and the left internal iliac artery. The ipsilateral leg was deployed with pushing up in the left limb and a touch up ballooning was performed gently to the distal side of the ipsilateral leg using a gore® molding & occlusion balloon catheter. The dissection in the common iliac artery and the external iliac artery was resolved but the dissection in the internal iliac artery remained. The physician decided to monitor the remained dissection in the internal iliac artery. The patient tolerated the procedure. The physician stated that it is difficult to determine the cause of the dissection. He also said that the dissection might have been occurred when the 18fr sheath was advanced but there was no issue with the diameter and the condition of the access vessel and resistance during the sheath was advanced, or the dissection might have been caused by a perclose device manipulation.

Manufacturer narrative:
H.6.: code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications as reviewed by (B)(4). H.6.: code b20: device discarded at facility and therefore not available for direct analysis. H.6.: code d12: according to the gore® dryseal flex sheath instructions for use, adverse events with may occur and/or require intervention including, but not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.) Adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. H.6.: code d1103: "pushing up in the left limb and a touch up ballooning was performed." W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.